Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing high blood glucose of 450 mg/dl. Customer has symptoms of feeling tired and treated high blood glucose with manual injection. Customer was not able to troubleshoot for high blood glucose and would call back. Insulin pump is not expected to return for failure analysis.